Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: multiple samples were provided to our quality team for investigation. Through visual inspection, particles were observed within the vial. It was noted the protector cannula pierced a raised area of the vial stopper. Characterization testing was performed and found the particles are consistent with material from the stopper of the vial. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on our investigation and sample evaluation, it was determined the particles generated during the assembly of the protector onto the vial due to the protector cannula piercing the vial stopper in a raised area, creating the particles as seen in the samples provided. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Event description:
Description/event details: it was reported that coring occurred during preparation of endoxan. It did not all occur on one day but occurred over several days. A total of 11 cases, involving 11 vials. Protector connected to vial using assembly fixture. (Returned quantity) 10, occurrences-11, but one vial was sent to a pharmaceutical company. Customer requested us to investigate the occurrence of coring as soon as possible. Lot number might be 2406103 or 2407101. Per response: can we verify if the particles were observed only in vial and was it before assembling the injector or after? Is the lot for the injector available. For both (B)(4), the protector (green) was connected to the anticancer drug vial using an assembly fixture, and since the anticancer drug that caused the coring, this time was a powder formulation, saline was collected, the injector and protector were connected, and the saline was injected into the vial. Coring was confirmed in both cases at the stage of mixing and shaking to dissolve the anticancer drug and then collecting the sample. This is the flow. Therefore, it is believed that the coring occurred when the protector was connected to the vial, or when the injector and protector were disconnected. It would be appreciated if you could tell me whether the coring was caused by the protector or the injector based on the size of the particles.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for updated device evaluation: device evaluation updated to include DHR of suspected lots. Multiple samples were provided to our quality team for investigation. Through visual inspection, particles were observed within the vial. It was noted the protector cannula pierced a raised area of the vial stopper. Characterization testing was performed and found the particles are consistent with material from the stopper of the vial. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. A device history review was performed for suspected protector lots 2406103 and 2407101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to incident. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on our investigation and sample evaluation, it was determined the particles generated during the assembly of the protector onto the vial due to the protector cannula piercing the vial stopper in a raised area, creating the particles as seen in the samples provided. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.